Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information on 18-oct-2023: the was a sudden collision between two arms and the instrument broke, dropping a small piece of plastic into the patient. The fragment was retrieved, but the joint of the instrument was off axis and could not be removed through the cannula. They had to remove the instrument with the cannula at the same time. There were no consequences for the patient and the procedure was finished properly.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted component separation transversus abdominis release (tar) surgical procedure, the surgeon caused a sudden collision between two arms and the fenestrated bipolar instrument broke, and a small piece of plastic fell into the patient. The fragment was retrieved, but the joint of the instrument was off axis and could not be removed through the cannula. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the cause of the breakage was the collision between the two arms.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned, but it had not been received as of the time of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. The cause of the customer-reported failure mode could not be determined as the product was not returned for evaluation.